Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that customer is experiencing high blood glucose levels. It was reported that the insulin pump alarmed no delivery. Customer's blood glucose reading was 600+ mg/dl. Troubleshooting was done. Customer reported that the alarm was resolved by an infusion set change. Nothing further reported.